Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past four to eight months the keypad buttons required several presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 6/15/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 5/21/2012 with the following findings: on investigation, the keypad was found to be peeling from below the ok button. The keypad buttons are intermittently unresponsive when pressed and are difficult to push. The keypad was removed for investigation to reveal contamination around the button contacts. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.

Manufacturer narrative:
.